Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead were explanted and successfully replaced due to undersensing and dislodgement confirmed upon interrogating the device for a revision surgery. No patient effects were reported.